Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion the investigation does not lead to a clear conclusion, hence unable to exclude device problem was selected as the most probable cause for this complaint. The product was not returned for analysis to identify any defect with the device; therefore, the reported issue cannot be established due to lack of evidence.

Event description:
A farawave was selected for use during a pulsed field ablation to treat paroxysmal atrial fibrillation. The farawave catheter used with the 0.35x180 starter guide experiences failure when manipulating the guide because it gets stuck inside the catheter, making it unusable to continue with the procedure. No patient complications were reported. The procedure outcome was not disclosed. The device is not returning for analysis, as the catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone number is (B)(6).; reported here as phone number exceeded character limit for designated field.

Event description:
A farawave was selected for use during a pulsed field ablation to treat paroxysmal atrial fibrillation. The farawave catheter used with the 0.35x180 starter guide experiences failure when manipulating the guide because it gets stuck inside the catheter, making it unusable to continue with the procedure. No patient complications were reported. The procedure outcome was not disclosed. The device is not returning for analysis, as the catheter was disposed.